Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4), manufacturing date: december 11, 2019, expiration date: december 1, 2029, part number: 04.037.212s, 12mm/125 deg ti cann tfna 170mm - sterile, lot number: 30p3374 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 24p9182, lot quantity: (B)(4), production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: 17p1873, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from (B)(4) dated october 18, 2019 were reviewed and determined to be conforming. Part number: 04.037.912.2, lock prong, 125 degree, tfna, lot number: 3l12473, lot quantity: unknown, a DHR could not be located for this lot number to review. Part number: 21127, timoagri16.00, lot number: 12l7941, lot quantity: (B)(4) lbs. Nr was initiated at incoming inspection due to an out of tolerance od. The lot was 100% sorted for this dimension. The result of the sort was two pieces determined to be out of specification. These two parts were dispositioned rtv and the remainder of the lot was released from hold. Inspection instruction reflected the nonconformance. Certificate of analysis supplied by (B)(4). Dated june 17, 2019 was reviewed and determined to be conforming. Lot summary report dated november 14, 2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteosynthesis surgery for femoral trochanteric fractures by using the tfna system. During the surgery, the surgeon could not insert the end cap. There was a possibility that either soft tissues or bone fragment came in the proximal area of the nail, so he gave up inserting the end cap forcibly. The surgery was successfully completed with a less-than- thirty (30)-minute delay. Concomitant devices reported: tfna end cap extens. 5 tan (part number 04.038.005s, lot 5l78160, quantity 1). This report involves one (1) 12mm/125 deg ti cann tfna 170mm ¿ sterile. This is report 2 of 2 for (B)(4).